Event description:
When assessing/flushing patient's intravenous prior to stress test noted that patient's IV was infiltrated. Patient had heparin infusing via infusion pump however pump did not alarm to indicate potential infiltration. Patient did not complain of any discomfort at IV site. Intravenous catheter removed and IV restarted. Patient's nurse notified. No harm to patient as a result of the infiltration.